Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient stated that they might move him to the ICU (intensive care unit). The patient's blood glucose levels reached an unknown level. The patient was being administered insulin drip. The patient was still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.